Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approximately 29 months, it was reported that a lead breakage was observed by the practitioner.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 22cm distal to the df4 connector pin. All fragments were received for analysis. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed multiple abrasion marks along the lead fragments. In particular, on the distal part of the lead, the insulation was found abraded through. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had an impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. Furthermore, extraction damages were noted. Both shock coils were deformed. The conductor cable to the rv shock coil was partly pulled out of its lumen. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.